Event description:
It was reported that the user initiated an infusion set and cartridge supply change on an ilet system with a flex infusion set but did not perform the required pump steps, including rewind and prime, before placing the site, resulting in incorrect supply change steps and the need for troubleshooting and education. There were no reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after guided instruction. Investigation included technical support review and step-by-step user education on the correct supply change process. Investigation of this case revealed user error related to procedural setup of the infusion set and cartridge without completing the pump¿s required preparatory steps. It was concluded, based on previously established findings for similar reports, that the cause was user technique.